Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation performed on (B)(6) 2022. During the procedure, the handle could be rotated with no problem; however, it was difficult to install. It was reported that there was no visible damage with the handle. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: bands unable to deploy bands.

Manufacturer narrative:
(B)(4). The returned speedband superview super 7 (handle assembly, irrigation tube, and ligator head) was analyzed, and a visual evaluation noted that the handle did not have marks of the trip wire in the slot. The ligator head had six bands attached, and there was evidence that the suture thread of the ligator head was not attached to the trip wire. The device was observed under magnification, and it was found that one thread of the suture was above another thread in one tooth of the ligator head. The handle did not have marks of the trip wire in the slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The product analysis suggests inability of the device to deploy bands. Upon analysis, it was found that the one thread of the suture went above another thread in one teeth, and the trip wire was not secured in the handle. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU) / product label as the trip wire was not secured. This condition, unsecured trip wire, could have occurred during the procedure or preparation of the device, which led to deployment problem. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.